Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, two openings assessed, as surgical damage. Anxiety-product/procedure: unable to observe, as it is not related to the device. Additional observations: no other observation observed. No further actions are required, since no manufacturing issue is observed.

Event description:
Healthcare provider reported, a left side deflation. And exchange of textured device, due to patient's concern with product. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.